Event description:
The customer reported to customer service that the suction on her breast pump is high, especially in stimulation phase. It is causing her to experience pain while she is pumping.

Manufacturer narrative:
A replacement pump was sent to the customer. In f/u with the customer, she indicated that while working with a lactation consultant, she used a hospital grade pump and realized that it didn't hurt but her pump at home did hurt. She also indicated that her pump was not expressing as much milk. The lactation consultant took a vacuum reading from her pump and indicated that the vacuum was "higher than it should be." She was experiencing blistering and cracking. She sought medical attention for the pain and she was diagnosed with thrush and was prescribed a topical ointment. The thrush has since resolved and the customer is pumping comfortably with the replacement pump which was sent to her. As of the date of the report, the original pump has not been received from the customer. Until the pump is received and tested/analyzed, it cannot be definitively concluded that the pump caused or contributed to the thrush. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.